Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 23, 2025. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 430cc mentor memorygel breast implants experienced right sided rupture and bilateral breast pain post procedure. The rupture was thought to have been caused by a car accident. As a result, replacement with mentor gel was performed. The right sided rupture was reported initially under 1645337-2025-00705. On april 2, 2025, mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.